Event description:
It was reported that two copilot bleed back control valve¿s (bbcv) were used during the procedure, however, were noted to be leaking. There was no reported clinically significant delay in the procedure and no adverse patient effects have been reported. No additional information as provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the part and lot number was not reported. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. The reported patient effects are a result of the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated d4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.